Event description:
The manufacturer received information alleging that a patient using a dreamstation auto bipap device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Information was provided by the patient's family, who alleged that the use of a dreamstation auto bipap device led to symptoms such as coughing and fatigue. Medical examinations began in (B)(6) 2022, and in (B)(6) 2022, a CT scan revealed that the patient was diagnosed with an aggressive form of lung cancer known as small-cell lung carcinoma, which had metastasized to the liver. This diagnosis was confirmed by a biopsy on (B)(6) 2022. The patient ultimately passed away from lung cancer later in 2022. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.